Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a break in aseptic technique resulting in peritonitis. The breach was further described as the patient made an unspecified mistake during therapy. It was unknown if the patient was hospitalized for the event. At the time of this report, the patient had not yet started antibiotic treatment for the event. Dianeal therapy was ongoing. It was unknown if the patient had recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.